Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from (B)(6) that the device needed service. During servicing, the nose tube of the device came apart. It is known that the device was used during surgery. It is also known that there were no injuries and no surgical delay related to the event. However, it is unk if there was medical intervention related to the event. The date of the event is unk. There was no add'l info provided.